Manufacturer narrative:
The internal identifier for this report is (B)(4). Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was on-site. The fse replaced the buffer valves. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. In conclusion, the reported event was likely caused by a hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: high sodium results. There was no report of death or serious injury.

Manufacturer narrative:
Addition of operator of device information. Addition of occupation information.